Manufacturer narrative:
Additional information: b5, b7 and h6. B5: upon follow-up, it was reported that peritonitis was manifested by vomiting. The dose, route and frequency of vancomycin treatment was 1gram, intraperitoneal and every 72 hours. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd fluid, low appetite and weakness. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient was treated with vancomycin injection (ongoing) and ceftazidime injection (ongoing) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.